Manufacturer narrative:
The lead and the ICD were received for analysis. Upon receipt, the ICD was visually inspected, revealing arc-over marks on the ICD housing. The ICD was interrogated, revealing the mos1 battery status. The device was implanted for 54 months and 46 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the device were tested and proved to be fully functional. Upon receipt, the lead under complaint was found cut 37cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 34cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the conductor cables (leading to the rv shock coil and ring electrode) and the inner coil were found fractured. These damages are assumed to be the root cause of the observed high impedance and oversensing leading to inappropriate shocks as well as the arc-over marks observed on the ICD housing. Based on the characteristics, as well as the location of the mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment (subclavian crush syndrome). Further damages such as a deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing processes for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 54 months, oversensing on the ventricular channel was reported. During a sensing and impedance test it was observed that the pacing impedance was too high. A lead break failure was suspected and the lead was exchanged.